Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during surgical use, the depth gage color was fading. It was noticed by the surgeon when drilling the baseplate screw holes for an (B)(6) female patient. There was no delay. Patient was last known to be in stable condition following the event. Device to be returned.

Manufacturer narrative:
(D4) unique identifier (UDI) #: (B)(4). (H3) based on historical complaint data and the reported event, the cosmetic issue reported was likely the result of paint fading during years of normal processing/handling, which led to the epoxy paint chipping off. The following sections have corrected information: (h1) type of reportable event: malfunction.